Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia. Blood glucose level was reported to be greater than 250 mg/dl, after wearing the pod for approximately 4 to 24 hours, on the back. The patient noted that an alarm with an unspecified error message woke her in the middle of the night. Reported symptoms included thirst and cognitive changes described as feeling ¿loopy¿ and ¿high.¿ the patient was diagnosed with diabetic ketoacidosis and was treated with insulin injections, intravenous fluids, and lancets. She was discharged two days after admission.